Manufacturer narrative:
Pump passed active current measurement and self test. However, unit received with high sleep current. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1. Swapped pcba 1 board with a test board and sleep current measurement passed. Pump successfully downloaded traces and history file using thump. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 12/10/2024 21:01:00, 11/29/2024 09:50:00, and on 11/17/2024 07:14:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Cosmetic damage at the belt clip was not confirmed, however, other cosmetic damage confirmed where scratched case and pillowing keypad overlay was noted. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. However, pump received with a high sleep current measurement due to moisture damage on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump clip, low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601. Replace battery now alarm customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. Product return requested for acc-1601. Customer declined to return, or is unable to return.